Event description:
The stent (subject device) was returned for analysis, and it was discovered that the stent (subject device) was returned deployed within the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device was returned with part of a stryker microcatheter, the sdw (stent delivery wire) was seen to be kinked, the stent was seen to be deformed, and the introducer sheath was not returned. During a functional test, to determine if the stent had deployed inside the catheter shaft, a mandrel was advanced through the returned segment of the catheter with the deployed stent pushing through the catheter hub. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event can be confirmed, as the damage noted to the returned device is indicative of the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that, the stent was stuck in the microcatheter. The device was returned and the sdw (stent delivery wire) was noted to be kinked, the stent was returned deployed within a stryker microcatheter and was noted to be deformed once removed, confirming the reported event. It is probable that the stent was deformed as a result of the difficulty experienced in advancing the stent through the microcatheter and causing the subsequent premature stent deployment within the microcatheter. An assignable cause of procedural factors will be assigned to the reported ¿stent difficult/unable to advance or pullback through catheter¿ and to the analyzed ¿sdw kinked/bent¿, ¿stent deformed¿ and ¿stent deployed prematurely during use¿, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.